Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the latch on the handle would not release from the tissue. The tissue was already stuck with the device. There was no patient injury.